Event description:
It was reported that after successfully connecting the lead to the new ICD during routine device replacement, a dft test was performed in the rv-svc/can configuration. The first induced shock was unsuccessful and an alert for possible high voltage lead issue was noted. The measured impedance was low and out of range, resulting in an automatic switch to rv-can configuration and rescuing the patient with a successful shock. Normal, in range impedance was noted in the rv-can configuration. The svc coil was programmed off. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.